Event description:
The ge oec 9800 fluoroscopy system displayed the interlocks error.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the ps2 power supply. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.